Event description:
Subsequent to the initial medwatch report filing, a cine review of the procedure noted some mild radiolucency visible in the mid to distal section of the balloon, suggesting incomplete deflation.

Manufacturer narrative:
(B)(4). The cine review of the procedure confirmed that the procedure was in a restenosed previously stented lesion. The review confirms the detachment of a stent delivery system, which required additional stent implants deployments to embed the detached piece to the vessel wall. The cine review also revealed possible partial deflation of the balloon. As the device was separated and the balloon portion was not returned, returned goods lab was unable to verify partial deflation. The suspected partial deployment likely occurred as a result of the inflation/deflation technique used during the procedure and or inflation device support. There is no indication of a product quality deficiency. Evaluation summary: the device was returned for evaluation. Difficulty removing the stent delivery system (sds) post-deployment could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation/detachment was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency; therefore, no corrective action is required. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states xience prime is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo (new) native coronary artery lesions. The shaft likely became damaged as a result of interactions with the lesion and/or deployed stent implants such that it separated/detached during withdrawal as resistance was met. The proximal portion of the separated shaft was easily removed; however, the distal portion remained and the lesion occluded. Attempts to retrieve the distal portion with 3 lassos were unsuccessful; therefore, four additional stent implants were deployed to embed it against the vessel to complete the delayed procedure.

Event description:
It was reported that the procedure was to treat a restenosed bare metal stent in the proximal right coronary artery (rca). Pre-dilatation was performed and the 2.75 x 38 mm xience prime crossed the restenosis without difficulty and the stent was deployed without issue. During removal of the stent delivery system (sds) the distal end of shaft broke and separated at proximal end of the balloon junction. Very slight resistance had been noted during the removal of the device, but it was not unusual, due to the restenosis context. The catheter was removed from the patient, but the separated portion was located in the coronary artery, occluding the vessel. Attempts were made to retrieve the balloon portion with 3 lassos, but were all unsuccessful. Four additional stents were deployed over the separated portion to embed it against the artery wall. The blood flow after the stent implantation was good. The patient condition is good at this time. There was a clinically significant delay in procedure due to attempting to capture the separated portion of the sds. The total duration of the procedure, from start to end, was around 3 hours. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight, pt graphics. Guide cath: launcher 5f al75. Indication for use (used for treatment of in-stent restenosis) evaluation summary: the device was returned for evaluation. Difficulty removing the stent delivery system (sds) post-deployment could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation/detachment was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states, xience prime is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo (new) native coronary artery lesions. The shaft likely became damaged as a result of interactions with the lesion and/or deployed stent implants such that it separated/detached during withdrawal as resistance was met. Based on the information reviewed, there is no indication of a product deficiency.